Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first row lifted distally from the stent profile. Struts on the second and third proximal row are slightly misaligned and flared. The crimped stent outer diameter at the undamaged distal side was measured and is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 27-oct-2016. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. After pre-dilation was performed using a 2.0x15mm non bsc balloon catheter, a 2.50x16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.